Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist checked on the affected device and found that the device was communicating. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the pyxis medstation es system was not communicating. The customer stated that the system would not connect to inventory numbers and taking time to login and dispense medication. The customer stated that the reported malfunction was caused due to no internet access nation wide. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.